Event description:
The customer reported that the 9141 battery vented, the day after it was installed in a 9210rd AED device. There were no visible cracks on the battery but the customer observed some smell coming from the battery as well as residue formation on the battery. Based on insufficient info available initially, this incident was deemed to be non-reportable.

Manufacturer narrative:
The battery and AED device were returned to cardiac science corporation for failure investigation and analysis. The results are as follows: when the AED performed its monthly periodic 3.03 am test, the power consumption caused one of the cells to mildly vent. The vent mechanism of the cell operated correctly to safely release the internal pressure of the cell as designed. The AED device worked as designed. The failure investigation completed on (B)(6) 2011 found an electrical short which caused abnormal drain to the battery cells. This was determined to be a reportable malfunction at completion of the investigation.